Manufacturer narrative:
(B)(4).

Event description:
It was reported trough remote transmission that non-sustained oversensing episodes were observed. Patient was asymptomatic. Programming changes and dft testing were suggested. No further information was provided.